Event description:
Correction: the death outcome marked in b2 of the previous or initial MDR submitted on march 17, 2025, was filed inadvertently. The patient only underwent an explantation and is doing well. During explant surgery on (B)(6) 2025, it was found that cholesteatoma had recurred and had engulfed the electrode cables in the mastoid cavity, thus, leading to the decision of explantation.

Event description:
Per the clinic, the patient experienced post-aural pain and abscess. The patient was treated with IV antibiotics for a couple of weeks; however, the issue did not resolve. Subsequently, the device was explanted on (B)(6) 2025.